Event description:
Smiths medical international ltd has been notified of leakage through the cuff after a few hours in use by an alarm for low pressure of ventilator beeping. The unit was pretested per instructions for use. No adverse outcome. Event occurred at a (B) (6) medical center - (B) (6).

Manufacturer narrative:
Results evaluations: investigation: evaluation of the returned complaint sample confirmed the customer observed of leakage from the cuff. The source of the leakage was located in the cuff, approximately 32mm away from the tube end. The leakage was examined under magnification and revealed scratch approximately 1.29mm in length. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: as the tube was used successfully for a few hours, we have determined the most likely cause for this incident is that the cuff became damaged following insertion of the cuff through the stoma. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the patient's anatomy can be experienced. This report has been logged for trending.